Event description:
Acist injector went into standby overnight. I called acist, talked to (B)(4). To wake it up, we were told we had to shut it down and reconnect the touch screen cable. Once in a while, this could be ok, but I was informed by staff this has happened during a case. I called acist back, talked to (B)(4). He said to get it out of standby, even during a case, you have to unplug and replug the touch screen cable. If the touch screen would not move, this probably would not happen, but since the monitor swivels, the cable comes loose and loose connection.